Manufacturer narrative:
(B)(4). G2: foreign ¿ japan. Visual examination of the returned product found (1) sealed cavity with one piece of loose debris exceeding .60 sq. Mm. That exceeds the acceptable limits per review of zpc 8.400. This complaint has been confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during inspection of stock, debris was found in the product packaging. There was no patient involvement. No further information has been provided.